Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Reportedly, a pt expired due to extensive bleeding from the area of the sacrospinous ligament related to an elevate implant device procedure that occurred "a while ago." This investigation is ongoing, no add'l info has been provided to date.